Manufacturer narrative:
(B)(4). See MDR #3010532612-2018-00097 for related complaint and (B)(4).

Event description:
It was reported that before the procedure started the staff had trouble connecting the intra-aortic balloon (iab) catheter to the intra-aortic balloon pump (iabp). Then after 20 minutes of therapy the pump stopped working without alarms. They solved the issues in few minutes with the substitution of the pump and the iab. Additional information received: the iabp was under test for 3 hours without showing any functioning problem. Patient outcome: patient reported as deceased. The head nurse (B)(6), reported that the patient was deceased but not in connection with the device. It was reported that "the event did not cause death, illness, patient injury".

Manufacturer narrative:
Qn#(B)(4). See MDR #3010532612-2018-00097 for related complaint and tc #(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "the pump stop working without alarms after 20 minutes of use" is not able to be confirmed. The field service technician serviced the pump and could not duplicate the reported problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that before the procedure started the staff had trouble connecting the intra-aortic balloon (iab) catheter to the intra-aortic balloon pump (iabp). Then after 20 minutes of therapy the pump stopped working without alarms. They solved the issues in few minutes with the substitution of the pump and the iab. Additional information received: the iabp was under test for 3 hours without showing any functioning problem. Patient outcome: patient reported as deceased. The head nurse (B)(6), reported that the patient was deceased but not in connection with the device. It was reported that "the event did not cause death, illness, patient injury".